Event description:
International affiliate reported that the drain could not drain the next day following knee joint open reduction and fixation. When the drain was cut at about 5cm from the end, suction could be activated.

Manufacturer narrative:
The product upon which this medwatch is based has been received; however, the product evaluation is not yet completed.